Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report for "ECG monitoring failure" was duplicated and attributed to faulty monitor board. The report for "power intermittent" was observed and attributed to front enclosure. The monitor board and front enclosure were replaced to resolve the reports. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.